Event description:
At the beginning of the procedure, the error message "no signal, please check amplifier connection: displayed on the live screen. The system was rebooted, the connections were checked, and the fiber optic cable, ethernet cable, and power cable were replaced but the issue remained so the procedure was cancelled.

Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received for analysis. Visual inspection of the returned amplifier indicated the external connectors, switches, and labels had no physical damage. It was also observed that all the expansion cards were fully seated and that all the data cables were secured. No physical damage was present on the expansion cards, or internal components. During initialization it was confirmed that the returned amplifier passed the startup hardware self-test and successfully initiated communications with the workmate claris workstation as anticipated. A twenty-four-hour communication test was performed at the transfer rate of approximately 2000 packets per second. It was verified that the returned amplifier did not encounter errors or missing or dropped packets during the communication test performed. Signals were consistently displayed on the live screen during the evaluation period. The results of the investigation determined that the returned amplifier functioned correctly during the hardware evaluation performed. The root cause of the field reported event cannot be conclusively determined as no communication interrupts or hardware related issues were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.